Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Reportedly, assistance was required in changing the infusion set and cartridge and checking the profile settings to address bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.